Manufacturer narrative:
The reported event of inner part of the distal rigid zone was rubbed off after attempt to fixe/rotate the lead into the septum was confirmed. As received, a complete lead without the distal soft tip was returned in one piece for analysis. Visual examination found the soft tip was torn off at the distal tip. The cause of the reported event of inner portion of the distal rigid zone rubbed off is consistent with procedural damage. The helix was extended stretched/bent and clogged with blood/tissue. Visual and x-ray inspections of the lead did not find any other anomalies except for procedural damage.

Event description:
It was reported that while repositioning to find the optimum lead position during the initial implant procedure, damage to the right ventricular (rv) lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.